Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the femoral artery. During deployment of the 7.0mmx80mmx80cm absolute pro self-expanding stent system (sess), the thumbwheel became stuck and could not fully deploy the stent implant. The outer sheath was pulled back, and the stent implant was fully deployed in the target lesion. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying was confirmed; however, after soaking the device, the difficulty could not be confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.